Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b node noise. Testing of the system was unable to reproduce any noise and no changes have been made at this time. The s-ICD remains in service and there were no adverse patient effects reported.